Event description:
The customer reported that 11 hours after the pt had a left video-assisted thoracic surgery, left upper lobectomy, thoracic lymphadenectomy procedure, the pt complained about his right thigh hurting. The area was reddened. The following day, it was noted there was a blister on the area where the brand-unknown type of pad was placed during the procedure. The area was treated with silvadene cream. The site contact was not able to provide any additional details regarding the incident.

Manufacturer narrative:
(B)(4). The site indicated that the incident generator will not be returning for eval. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.